Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not alert when the insulin was low. Customer's blood glucose level was unknown. Customer also stated that the insulin pump was loud during rewind and rewinds very slowly and back light did not always work. It was also reported that the insulin pump was rejected brand new battery and battery cap was stripped. The device will not be returned for analysis.